Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated; but not yet begun.

Event description:
It has been reported to us that during the procedure the occlusion balloon deflated unexpectedly. The physician inserted the occlusion balloon wire into the patient and inflated the occlusion balloon to occlude the right internal carotid artery. The physician inserted a pre-dilatation balloon and dilated the vessel. The physician inserted a stent delivery catheter and placed the stent. The physician was about to insert the aspiration catheter and noticed that the occlusion balloon had deflated unexpectedly. The physician inserted the aspiration catheter and aspirated the vessel without occlusion. The physician successfully completed the case. The patient is reported to be fine.